Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was white foreign matter on the unspecified bd¿ syringe's needle. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there was white foreign matter on the unspecified bd syringe's needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Two loose 10ml assembled syringes with needle were received and reported to be from unknown batch # (p/n unknown). The samples were visually evaluated. Both needles have white foreign matter greater than level 3 on the syringe cannula. The foreign matter appears to be epoxy from the needle hub. Foreign matter the size observed is rejectable per product specification. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Two loose 10ml assembled syringes with needle were received and reported to be from unknown batch # (p/n unknown). The samples were visually evaluated. Both needles have white foreign matter greater than level 3 on the syringe cannula. The foreign matter appears to be epoxy from the needle hub. Foreign matter the size observed is rejectable per product specification. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the foreign mater is associated with the needle assembly process.